Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The pump and cylinders were removed and replaced because a leak was identified. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, pressure tested and leak tested. The rear tip of the first cylinder was identified to be trimmed down, this is consistent with explant damage. Both cylinders performed within specifications during leak and pressure tests. The pump was visually and microscopically examined, leak tested and pressure tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported clinical observation of fluid leak was not confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The pump and cylinders were removed and replaced because a leak was identified. There were no patient complications.